Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced the high blood glucose and received the no delivery alarm. The customer's blood glucose was 400 mg/dl. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Pump passed self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no blank display and unexpected restart alarm noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.